Manufacturer narrative:
One component and two hypodermic needles were returned for evaluation. Visual inspection of the needles did not reveal any non-conformity. Both needles were tested separately and seated firmly on the needle pro device and sheath pulled straight away from the needle per instructions for use. The water leak test was performed, which requires occlusion of the cannula tip with the stop device and pressurizing the samples to 300kpa (approximately 45 psi). No leakage was observed and no needle detachment occurred. Manufacturing maintenance documentation review found no records relevant to the complaint. Based on evaluation of the returned product and investigation results the reported complaint was not confirmed.

Event description:
It was reporting that during administration of chemotherapy using the listed device, a leak occurred which resulted in chemotherapy drug to spray into the clinician's eyes and onto the patient's skin. According to reporter, standard protocol was followed as a result of this exposure, but no further information would be provided.